Event description:
The event is reported as: user complains that the flow became inconsistent and thus the pt's secretions became sticky leading to airway occlusion. The pt had to be reintubated. No further info available.

Manufacturer narrative:
The device sample was requested but not received yet. The results of the device eval and investigation are not available at the time of this report. A f/u investigation report will be sent when completed.